Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn tgxp11557) displayed a "factory configuration not complete" error message" was confirmed during functional testing and archive data review. The root cause of the reported complaint was due to an I/o (input/output) board failure, likely attributed to a defective component or the age of the device. The console was manufactured in november 2014 and is over 8 years old, past the expected service life of 5 years. Upon visual inspection, multiple cracks on the top lid were observed, unrelated to the reported complaint. The probable cause could be due to mishandling. The top lid was replaced to address the observed issue. Event log data review was performed and revealed "factory configuration not complete" error messages; thus, confirming the reported complaint. Unrelated to the reported complaint, other events found in event log indicated an unstable memory chip in the I/o board. The thermogard xp ivtm system failed functional testing due to the displayed " factory configuration not complete" error message on the screen at run & standby modus; thus, confirming the reported complaint. The I/o board was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed the functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed a "factory configuration not complete" error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.